Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Sus voluntary event report foi for manufacturers (mw5077809) was received on 21jun2018 with the following information: on (B)(6) 2018, during the tibial and fibula open reduction internal fixation procedure, the tip of 101220 carb-edge mayo scs broke off in the surgical site and the tip was unable to be rem oved. No other clinical information has been received.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The lot number/serial number was not received to perform DHR review. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned.